Event description:
It was reported that an impactor pad fractured during surgery. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed. Visual examination of the provided pictures identified a broken / fractured kn psn femoral cr impactor pad. The impactor pad is fractured on the corner of the device. The device shows signs of use such as scuffs. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.